Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button on the pump was intermittently unresponsive. There was no impact to the customer's blood glucose level. Reportedly, the customer would monitor the performance of the button and continue use of the pump.